Event description:
The home patient (hp) left a voice message for corporate product surveillance (cps) (B)(6) 2012 to report one patient extension line, lot number h11j27042, in which the caps could not be removed on an unknown date. No injury or adverse event is reported. Baxter contacted the patient on (B)(6) 2012. The patient stated the following: the caps on the extension lines in the packaging where difficult to remove and one she could not get off. This issue occurred during use prior to connection. The sample was requested and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During visual inspection, it was noted that the caps was on the set. Caps were removed by hand with little force necessary. The caps were removed without difficulty noted and would have met the specification requirements. The complaint could not be confirmed in the lab. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause was undetermined.